Event description:
The rupture is of the left side. Additionally, healthcare professional reports left breast is "harder, more painful and has changed position". The patient was being treated for cancer, unrelated to the device.

Event description:
Patient reported rupture. Affected location is left side. The device remains implanted. Patient had previous cancer treatment. Healthcare professional reported "has become harder, more painful and has changed position". Healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
Continued a.5b: mexican. Additional, changed, and/or corrected data: a2 , a.5b , b.5 , b.6 , h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, g.1, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports rupture of an unspecified side. The device remains implanted.